Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal, pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infect."), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem") and ovarian cyst ("ovarian cysts") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, cystitis and bladder disorder had resolved and the fatigue, hormone level abnormal, migraine, headache, nausea, gastrointestinal disorder, visual impairment and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, apareunia, menorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), urinary probs, uti, vaginal. Discharge, vaginal. Infect, bladder infection, bladder problems, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received case was upgraded to incident. Previously reported event injury nos was replaced with specified events pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, apareunia, bleeding: menorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary probs, uti, vaginal. Discharge, vaginal. Infect, bladder infection, bladder problems, other injuries/symptoms: fatigue, hormonal changes, other, migraine, headaches, nausea, gi conditions, vision problem and ovarian cysts. Product information indication and removal date were added. Patient information date of birth were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), pyelonephritis ('infection (bladder/urinary tract/ vaginal) - type - pyelonephritis'), cholecystitis ('cholecystitis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, back pain, neck pain, macromastia, osteoarthritis, insomnia, chest pain, anxiety, menses irregular, knee pain, kidney infection, foot pain, depression, facial pain, hypertension, diabetes and irritable bowel syndrome. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal, pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infect."), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), mood swings ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental problems"), hot flush ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), premature menopause ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), feeling abnormal ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), disturbance in attention ("brain fog nos"), pyelonephritis (seriousness criterion medically significant), lethargy ("expereincing more lethargy"), cholecystitis (seriousness criterion medically significant), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), burning sensation ("burning"), paraesthesia ("pins and needles feeling all over"), abdominal pain lower ("abdominal pain lower"), genital haemorrhage (seriousness criterion medically significant) and weight loss poor ("inablility to lose weight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, cystitis and bladder disorder had resolved and the fatigue, mood swings, migraine, headache, nausea, gastrointestinal disorder, visual impairment, ovarian cyst, tooth disorder, hot flush, premature menopause, feeling abnormal, disturbance in attention, pyelonephritis, lethargy, cholecystitis, alopecia, vulvovaginal pain, weight increased, vaginal haemorrhage, burning sensation, paraesthesia, abdominal pain lower, genital haemorrhage and weight loss poor outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, burning sensation, cholecystitis, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, lethargy, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, premature menopause, pyelonephritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, apareunia, menorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), urinary probs, uti, vaginal. Discharge, vaginal . Infect, bladder infection, bladder problems, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 626216 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), cholecystitis ('cholecystitis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, back pain, neck pain, macromastia, osteoarthritis, insomnia, chest pain, anxiety, menses irregular, knee pain, kidney infection, foot pain, depression, facial pain, hypertension, diabetes and irritable bowel syndrome. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal, pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("menorrhagia (bleeding b/w periods)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infect."), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), mood swings ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental problems"), hot flush ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), premature menopause ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), feeling abnormal ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), disturbance in attention ("brain fog nos"), pyelonephritis ("infection (bladder/urinary tract/ vaginal) - type - pyelonephritis"), lethargy ("experiencing more lethargy"), cholecystitis (seriousness criterion medically significant), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), burning sensation ("burning"), paraesthesia ("pins and needles feeling all over"), abdominal pain lower ("abdominal pain lower"), genital haemorrhage (seriousness criterion medically significant) and weight loss poor ("inability to lose weight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, cystitis and bladder disorder had resolved and the fatigue, mood swings, migraine, headache, nausea, gastrointestinal disorder, visual impairment, ovarian cyst, tooth disorder, hot flush, premature menopause, feeling abnormal, disturbance in attention, pyelonephritis, lethargy, cholecystitis, alopecia, vulvovaginal pain, weight increased, vaginal haemorrhage, burning sensation, paraesthesia, abdominal pain lower, genital haemorrhage and weight loss poor outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, burning sensation, cholecystitis, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, lethargy, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, premature menopause, pyelonephritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, apareunia, menorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), urinary probs, uti, vaginal. Discharge, vaginal . Infect, bladder infection, bladder problems, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : lot no. Was added. New events, "dental problems, hormonal changes : mood swings, hot flashes, early menopause, brain fog, inability to concentrate and focus, infection (bladder/urinary tract/ vaginal) - type ¿ pyelonephritis, experiencing more lethargy, cholecystitis, hair loss, vaginal pain, weight gain, abnormal bleeding (vaginal), burning, pins and needles feeling all over, abdominal pain lower" were added. New reporter contact information was added. Patient's information was added. Patient's demographics were added. Medical history was added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), pyelonephritis ('infection (bladder/urinary tract/ vaginal) - type - pyelonephritis'), cholecystitis ('cholecystitis'), genital haemorrhage ('abnormal bleeding (general)') and joint injury ('ankle injury / injury to the right wrist') in a 40-year-old female patient who had essure (batch no. 626216) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, back pain, neck pain, macromastia, osteoarthritis, insomnia, chest pain, anxiety, menses irregular, knee pain, kidney infection, foot pain, depression, facial pain, hypertension, diabetes, irritable bowel syndrome and appendicitis. Previously administered products included for prevent pregnancy: mircette from (B)(6) 2006 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced alopecia ("hair loss"), 6 months 20 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraine") and nausea ("nausea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced metrorrhagia ("menorrhagia (bleeding b/w periods) / vaginal bleeding in between menses"). In (B)(6) 2011, the patient experienced urinary tract infection ("bladder/urinary problems: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal, pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), urinary tract disorder ("bladder/urinary problems: urinary probs"), vaginal infection ("bladder/urinary problems: vaginal infect."), cystitis ("bladder infection"), bladder disorder ("bladder problems"), fatigue ("fatigue"), mood swings ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problem"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental problems"), hot flush ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), premature menopause ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), feeling abnormal ("hormonal changes : mood swings, hot flashes, early menopause,brain fog, inability to concentrate and focus"), disturbance in attention ("brain fog nos"), pyelonephritis (seriousness criterion medically significant), lethargy ("expereincing more lethargy"), cholecystitis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), burning sensation ("burning"), paraesthesia ("pins and needles feeling all over"), abdominal pain lower ("abdominal pain lower"), genital haemorrhage (seriousness criterion medically significant), weight loss poor ("inablility to lose weight") and joint injury (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy(bilateral) and two surgeries, physical therapy, occupational therapy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, metrorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, cystitis and bladder disorder had resolved and the fatigue, mood swings, migraine, headache, nausea, gastrointestinal disorder, visual impairment, ovarian cyst, tooth disorder, hot flush, premature menopause, feeling abnormal, disturbance in attention, pyelonephritis, lethargy, cholecystitis, alopecia, vulvovaginal pain, weight increased, vaginal haemorrhage, burning sensation, paraesthesia, abdominal pain lower, genital haemorrhage, weight loss poor and joint injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, burning sensation, cholecystitis, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, joint injury, lethargy, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, premature menopause, pyelonephritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, apareunia, menorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), urinary probs, uti, vaginal. Discharge, vaginal . Infect, bladder infection, bladder problems, ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 626216 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received. Events added from pfs- ankle injury / injury to the right wrist. Onset date of event metrorrhagia, menorrhagia, dysmenorrhoea, urinary tract infection, migraine, vaginal discharge, dyspareunia, alopecia, nausea were updated. Medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.